Event description:
Per the clinic, the patient experienced poor sound quality and open circuits were noted on e7 to e22 electrodes. The patient also experienced migration of the electrode array; however, the patient still received limited benefit from the device use. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.